Event description:
During a procedure to place a feeding tube, the physician used a cook endoscopy percutaneous endoscopic gastrostomy set. The tip of the endoscope was inside the stomach. An incision in the abdominal wall was made (through skin and subcutaneous tissue into the stomach). The needle and cannula unit was inserted through the skin incision into the stomach and the needle was removed leaving the cannula in place. The floppy tip of the wire guide was placed through the cannula and into the stomach. A snare was placed through the accessory channel of the endoscope and used to grasp the wire guide. The endoscope and snare were removed simultaneously in an effort to advance the wire guide out of the patient's mouth. (This is performed so that the wire guide is protruding from the patient's mouth and incision site. This is necessary for feeding tube placement.) When pulling the wire guide through the cannula towards the patient's mouth, the outer coiled cable of the wire guide reportedly "uncoiled and stretched". Advancement continued until the outer coiled cable was extending from the patient's mouth. The user attempted to advance the feeding tube over the outer cable near the mouth, but this was unsuccessful. The user cut the outer cable of the wire guide near the patient's mouth and attempted to remove the remainder of the wire guide by manually pulling the wire guide out of the cannula and incision site. Resistance was encountered and removal of the wire guide from the cannula and incision site was unsuccessful. The endoscope was inserted into the stomach and the outer coiled cable of the wire guide reportedly "cork screwed" while inside the patient's stomach. Forceps were used to remove the wire guide from the patient's stomach. Another gastrostomy kit was used to complete the procedure. The patient did not require any add'l procedures related to this occurrence. The patient did not experience any adverse effects due to this procedure.

Manufacturer narrative:
Evaluation: only the wire guide component was returned for evaluation. As part of our evaluation, the returned sections of the wire guide device were returned to our approved wire guide supplier for evaluation. The initial examination found the wire guide in two sections. The inner core wire was determined to be intact, free of breakage and/or cut(s). The wire guide tip connection component remained intact on the outer cable of the wire guide, but this connection has separated from the inner wire. The outer cable of the wire guide had been cut prior to return (creating the second section) and elongation was present throughout the entire length. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other similar occurrences. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of occurrence is remote. Conclusions: a definitive cause for this observation was unable to be determined because the actual product handling conditions could not be duplicated in the lab setting. However, we can provide the following comments: wire guide removal difficulties and damage can occur if the cannula is compromised. The instructions for use caution the user not to further tighten the snare after removal of the needle if using a snare wire around the needle cannula, because this may interfere with passage of the wire guide. If the cannula becomes compromised, resistance in passing the wire guide through the cannula may be prohibited. Resistance of this nature can encourage an application of excessive pressure on the wire guide during use. The outer coiled cable of the wire guide reportedly "cork screwed" while inside the patient's stomach. If the cannula is compromised and add'l pressure is applied to the wire guide, perhaps in response to resistance encountered, this can cause stretching and/or buckling of the outer cable of the wire guide. If add'l pressure is applied to the outer cable of the wire guide itself, this could have caused the reported observation. Prior to distribution, all percutaneous gastrostomy set are subjected to an inspection for device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time. This observation represents an isolated occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.